Event description:
The pump was returned with no reason for explant. The hcp later reported that "changed pump - secondary to pain at pump site". The pump contained compounded baclofen. No pt injury was reported.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed no anomaly found; normal device function.